Event description:
Information received indicates that resricted flow through the reservoir was noted during the case. The unit was changed-out during the procedure and bypass was completed. No patient affect was attributed to the reported product problem.